Event description:
The customer from (B)(4) country reported that a bloodline was broken in the arterial line. The sample is available. There was no patient injury or medical intervention indicated at the time of the initial report

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was evaluated and the defect was confirmed. Excess solvent in the assembly between the cap and bushing tube in the arterial line was identified, originated by improper assembly technique. Analysis of the design of the areterial cap will be performed. A follow-up report will be filed should any significant supplemental information become available.